Event description:
Patient reported obtaining a blood glucose result of "300 something" [mg/dl] on the advantage system. Within 5 minutes, patient's blood glucose was reportedly retested on a physician's device with a result of "100 something" [mg/dl]. Patient's therapy was not modified based on the value obtained on the advantage system. No adverse event was reported. Quality control testing had not been performed on patient's system. Technical support requested the return of the suspect product and replacement product was shipped.